Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was not able to get the spine clamp onto the spinous process. The surgeon took a cobb and shaved down the side of the bone a little to get the clamp back on after being opened all the way in order to get the screw and thread to engage. There was no reported impact to patient outcome and the procedure was completed using navigation. There was a reported delay to the procedure of three minutes due to this issue.